Event description:
Physician reported implant rupture and capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Continued e.1(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. Calcification: not observed. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported implant rupture and capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Event description:
Physician reported implant rupture and capsular contracture, baker grade IV, nodules, benign calcification and millimeter fibroadenomas diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observed as it is a medical event that is not related to the device. ¿ calcification: unable to observed as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.